Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Stapler logs show the sureform 45 curved-tip stapler instrument was installed 2 times and did not fire any reloads. White reloads were used on both installs. On the first install, the instrument passed initialization but did not attempt any clamps. On the second install, the instrument passed initialization, completed two clamps followed by a 3rd clamp that was aborted. There are 3 completed unclamp events that follow each clamp attempt. A firing was not attempted on this install. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the sureform 45 curved-tip stapler instrument was blocked on a pulmonary artery and could not be unblocked. The procedure was converted to open surgery. There was a delay of more than 30 minutes. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.